Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "a central 3-way catheter is passed right anterior jugular and when the guide is extracted it does not come out, where it is necessary to remove all the catheter that was already located in the correct place within the patient and it was necessary to force to remove it." No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however provided one photo for analysis. The photo displayed a guide wire fully advanced through a 3-lumen cvc. A small bend was detected at the proximal end of the guide wire exiting the distal luer hub. The distal j-tip did not appear in the photo. However, full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit cautions the user, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel. In this circumstance, pulling back on guidewire may result in undue force being applied resulting in guidewire breakage. If resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire. If resistance is again encountered, remove guidewire and catheter simultaneously." The customer report of a damaged guide wire was confirmed by complaint investigation of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "a central 3-way catheter is passed right anterior jugular and when the guide is extracted it does not come out, where it is necessary to remove all the catheter that was already located in the correct place within the patient and it was necessary to force to remove it." No patient injury or complication reported. The patient's condition is reported as fine.